Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the healthcare professional that the device was malfunctioning. Furthermore, it was reported that the patient exp erienced light-headedness and recorded a reading of their heart rate in the 30s on their pulse oximeter at home. The monitor in the emergency department read a heart rate in the 70s. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.